Manufacturer narrative:
One device was returned for repair with complaint of cassette not attached properly alarm. No service record for the last 12 months. Review of event history found cassette not attached properly appeared intermittently over the past 3 months. Visual/functional testing was performed. Confirmed through the downstream occlusion (dso) test. Probable cause the dso sensor. Replaced dso sensor and seal. Performed downstream occlusion dso test and device passed. Upon further investigation, found battery compartment was damaged and was replaced along with all components within. The battery door contacts were damaged and replaced. Lcd lens was cracked and replaced. Lemo connector has a pin stuck in it and the board had burn damaged to that area, the printed wire assembly (pwa) board was replaced. Device passed all testing criteria post repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming with the screen message, "cassette not attached properly. Reattach cassette." This event occurred during testing. There was no patient involvement.